Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a sub-pectoral biceps tenodesis procedure, upon insertion, the metal shaft of the driver broke-off inside of the peek corkscrew suture anchor. The metal piece was left inside of the anchor and a new anchor was opened and placed in a different spot. The correct (B)(4) drill kit and tap were used to prep the bone. The case was completed successfully with no further incident. Patient is a male, (B)(6). Follow-up investigation: the anchor is fully seated and flush with the broken tip inside the head of the anchor. The additional unplanned anchor was placed adjacent to the first anchor in the humerus, sub-pectoral. The sutures from the anchor with the broken driver tip were removed from the patient. No unplanned incisions were made in order to place the additional unplanned anchor. The facility did not want a contaminated product to leave the facility and the driver was discarded at the facility. Therefore, drive is not available to be returned for evaluation.